Event description:
It was reported that on (B)(6) 2021, during evaluation the repair technicians found that the torque limiting handle failed calibration. Issue found during testing at service and repair. There was no patient involvement. This report is for one (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. Service and repair evaluation: it was reported the torque limiting handle failed calibration. The repair technician reported the device failed torque testing. The cause of the issue is failed high. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 321.133, synthes lot # 6647818-04, supplier lot # 6647818-04, release to warehouse date: 13 jul 2011, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.